Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent would not deploy. The device was removed and the stent was noted to be damaged. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Upon review of the photo of the returned device, it has been determined that the stent was not damage; however, the outer sheath was detached/ broken at the outer diameter: proximal exterior tube-endoscope interface at the guidewire access sheath section.

Event description:
It was reported to boston scientific corporation on november 27, 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent would not deploy. The device was removed and the stent was noted to be damaged. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Upon review of the photo of the returned device, it has been determined that the stent was not damage; however, the outer sheath was detached/ broken at the outer diameter: proximal exterior tube-endoscope interface at the guidewire access sheath section.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Problem code 1069 captures the reportable event of outer sheath detached/broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath) based on the review of the photo of the complaint device. Investigation results: a fully constrained wallflex biliary rx fully covered stent and delivery system were returned for analysis. The stent was received undeployed and fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath). The inner member was found kinked near the proximal end of the gas section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by manually gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The damages to the returned device were consistent with the application of excessive force during use. These failures could have contributed to the deployment failure experienced during the procedure. The investigation concluded that the observed failures and the reported events were likely due to procedural factors, such as handling of the device, the technique of the user, and normal procedural difficulties may have affected the device performance and its integrity contributing to the failure experienced. Therefore, the most probable root cause is adverse event related to the procedure. A review of device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.